Event description:
It was reported by the customer's daughter, that the customer's insulin pump is not working. Customer's blood glucose level at the time 366mg/dl. Customer treated with manual injection. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.